Event description:
It was reported that the implantable cardiac monitor (icm) detected a false bradycardia episode due to a loss of contact and "rough movements" of the device inside the patient's body. The device remains in use. No patient complications have been reported as a result of this event.